Event description:
It was reported the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately three months post the implant of a dual chamber implantable pulse generator (ipg). A cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Add'l device: addr01 implantable pulse generator (B)(6) 2010. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.